Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink continuflo set in which tubing distal to the injection site burst during an attempt to flush the line via the lowest injection site during patient use. The set burst between the injection site and luer lock adaptor at the end of the set. There was no power cuff or injector being used at the time. There was no patient injury or medical intervention reported. No additional information was available. This is report 1 of 2 of the same reported problem from this facility.